Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to diabetic ketoacidosis with blood glucose of 800 mg/dl, customer had a minor heart attack, 2 years ago and had to get a stint. The insulin pump will not be returned for analysis.